Event description:
It was reported that the pump was showing a fault alarm. The pump was not working and displays occlusion. Patient involvement was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.